Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device displayed a "defib fault 108" message. Complainant indicated that there was no pt involvement in the reported malfunction.